Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Approach was made from the ipsilateral side to the posterior tibial artery using a 5 fr. Sheath. After a 0.014¿ command guidewire (abbott) crossed the lesion, the amphirion deep was delivered for pre dilation. Although the amphirion deep could cross the calcified lesion, the balloon ruptured when it was pressurized up to 6 atm. No fragments remained in the patient¿s body, and no special action was taken after the incident. The procedure was completed with a delay of over 30 minutes. The device will not be returned as it was discarded by the hospital.